Event description:
It was reported that a sensing issue and far field r-wave oversensing was observed on the atrial device during the implant procedure. The sensing issue may have been due to atrial arrhythmia as a result of the implant procedure but was not confirmed. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of sensing issue anomaly was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. A visual inspection noted outer and inner helix length were within required specifications. Further analysis performed, including output verification and sensitivity test, revealed normal device characteristics without any anomalies contributing to reported event of sensing issue. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.